Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having trouble with the stimulation and where they were feeling it and that the stimulation is very uncomfortable and they are feeling stimulation on the pelvic floor. Pt states they had no falls/trauma. Pt states the change in therapy was very sudden. Pt states they charged the ins and then noticed they were feeling it on the pelvic bone and it has become very uncomfortable and that they have been suffering for a long time. Agent asked event date and pt did not provide and states it has been "going on for a while". Pt states they seen their healthcare provider (hcp) not too long ago and they pt to call to schedule a manufacturer representative (rep) for reprogramming. Pt states they called the number they had for a rep but recording on the number had a different name and they did not get any response. Agent reviewed rep role and redirected to managing physician. Agent also sent email to the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator (ins). When asked what the circumstances were that led to the uncomfortable stimulation, the patient stated that it was a change to the devices programming. To fix the issue, the patients device was reprogrammed and the issue was stated to be resolved.